Event description:
Toothbrush started smoking- oral b power care [device catching fire]. Case narrative: consumer via phone stated that toothbrush started smoking. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.